Event description:
This device was implanted on (B)(6) 2002 and was explanted on (B)(6) 2012. Was unable to interrogate due to eol status. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).